Manufacturer narrative:
Box b has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the dreamstation auto CPAP device had defective components which caused oxygen levels to drop to 67% and worsened health due to exposure to CPAP toxins. The allegations of worsening sleep apnea, chronic sleep deprivation, dizziness, severe rhinitis, nasal inflammation, congestion, breathing difficulties, headaches, anxiety, and depression were assessed as non-serious injuries. There was reported medical intervention of an emergency room visit for chest pain and breathing issues. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction to box b: outcomes attributed to ae. 'Required intervention' should not have been selected.